Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had air bubbles. The customer¿s blood glucose was unknown. Customer was declined to troubleshooting. The customer stated that they did a new reservoir and the vacuum seal did not work not able to get rid of air bubble and when removing the plunger it came out and insulin spilled out. The device will not be returned for analysis.